Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment capas. Based on these reviews, there is no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible there was damage to the wire during advancement which affected the outer diameter (od) of the guide wire. A larger od would cause interaction with the balloon catheter inducing the difficult to advance and difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid right coronary artery lesion with 80% stenosis. The ht bmw universal ii 190 cm guide wire was advanced to the target lesion; however, the guide wire was sticking to the imaging catheter. Both the guide wire and catheter were removed separately without issue. A new whisper guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.